Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f2301 captures the event that an alliance handle was used with the trapezoid rx in attempting to crush a 1.5cm stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an alliance handle was used with the trapezoid rx in attempting to crush a 1.5cm stone. However, the basket wire broke. The procedure was completed with another of same device. No patient complications were reported as a result of this event.